Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample (sid (B)(6)) generated an initial clin chem creatinine assay result of 607.2 umol/l (6.87 mg/dl) on the architect c8000 analyzer. The sample was retested about five hours later and generated a result of 68.9 umol/l (0.78 mg/dl). There is no impact to patient management reported.

Manufacturer narrative:
No returns were available from the customer site for this evaluation. The history data logs from the architect c8000 analyzer were reviewed. Multiple error codes 0550 (cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure) and 3375 (unable to process test, aspiration error occurred.) Were generated prior to and during the time period that the suspect clin chem creatinine results were generated. The results data log also shows that the absorbances for the results did not remain stable throughout the assay read times. The architect clinical chemistry creatinine assay package insert and the architect system operations manual contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.